Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a broken tip. The instrument was not used in the surgery. The defect was found in the processing after coming out of the washer. There were no patient related events.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint "broken tip." The instrument was found to have a broken grip at the grip base. A piece app broken piece was not returned. Components adjacent to this broken grip do not show damage.